Event description:
Removed implants and replaced with cement spacer block with antibiotic simplex cement. Antibiotics added to cement powder per doctor's orders.

Manufacturer narrative:
Eval summary: the complaint report states that the pt was implanted with I/b ii implants: femur, tibia, and patella, and revised after approx 20 years due to infection. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection 20 years after implantation. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should...